Event description:
Customer reported that their pump was not maintaining its battery life. There was no adverse impact to the customer¿s blood glucose level. Customer declined further assistance or follow-up and is currently in the process of obtaining a new device, as their current pump is out of warranty.